Event description:
Event description boston scientific received information that during the implant procedure this right ventricular (rv) lead perforated the right ventricle and was surgically abandoned. The patient's anatomy was torturous and difficulty was experienced with both the atrial and ventricular lead placement. Fluoroscopy indicated the perforation was near the superior vena cava and the atrium. The rv port was plugged and the patient does not require rv therapy at this time for her condition. There were no adverse effects experienced by the patient and to date, the patient is doing well.